Manufacturer narrative:
The system was fixed by siemens service organization. There was an indication that a video signal cable on the large display was loose. The issue was resolved after the cable was fastened. According to our experts, the cable could not get loose over time as these cables are properly attached during manufacturing and checked during quality control. The cable connection has a cover on and cannot be accessed by an operator. It is assumed that the cable got loose during a previous service call due to improper workmanship. No similar occurrences have been reported from the field.

Event description:
It was reported that siemens service engineers were dispatched to perform a service call at the concerned site. An issue with a large display in the exam room on the artis zee biplane system was reported. When the engineers arrived to the facility, the patient was still on the table in the exam room. The engineers observed what appeared to be a normal case with no issues aside from reported blurry image on the left half of the monitor. Approximately 1 hour later, the case was finished and the patient was removed from the table. The system was fixed by the engineers. According to the information received from the facility, there is an injury associated with this event as the patient suffered a perforation in the heart.